Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - mobile meter - system 1; (B)(6) - mobile meter - system 2.

Event description:
Customer allegedly received the following results, with two different mobile meters, within 10 minutes: 10.7 mmol/l (system 1) and 4.4 mmol/l (system 2) using two test strips cassettes, same lot number. No death or serious injury reported. Requested return of the alleged device for evaluation.